Event description:
The customer initially reported during an unspecified procedure using an evis exera iii gastrointestinal videoscope, the scope was stiff, and caused an unspecified patient injury. Additional details were requested regarding the patient and reported event. No information was provided at that time. New information provided by the customer on 18may2021 included: event date, patient demographics, pre-existing conditions, and the procedure being performed: diagnostic gastroscopy and colonoscopy for the indication of rectal bleeding with fecal urgency and strong family history of inflammatory bowel disease, and recent diarrhea. The injury experienced by the patient is described as: "significant oozing in the greater curvature of the stomach, likely from scope trauma, but a bit more than generally expected". The treatment provided to the injury included: the area was irrigated (washed) and suctioned with hemostasis noted. The patient had no other apparent procedural complications.